Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. No anomalies were found. The distal conductor of the lead developed a fracture due to flexing while in vivo. A cosmetic white substance that developed in vivo on the outer insulation of the lead was observed. The outer insulation of the lead developed a cosmetic depression while in vivo. The overlay tubing of the lead developed cosmetic environmental stress cracking while in vivo.